Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device with upload stopped and the upload was in retry mode. The technical support specialist (tss) logged into the system and server, verified the logs, transferred the log to electronic protected health information. Tss then attempted the knowledge article "retry mode: tx.encounteritemtransaction or adt.userencounterassociation" and identified that the patient existed as temporary on the station but not on server which caused a retry mode. Tss captured the transaction that caused the issue and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device with upload stopped and the upload was in retry mode. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.